Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, a loose supply bag connection was reported which is known cause of the reported alarm. The cause of the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell one of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that a supply bag had a loose connection to a supply line. The technical services representative reviewed proper procedures with the patient. The patient would complete therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.